Event description:
Essure permanent birth control implant has caused a massive amount of consistent and ongoing pain. I have had endometrial ablations to stop excessive bleeding and went septic as a result of the ablation. Intercourse is very painful. There is a consistent, dull pain in my pelvis and lower back, none of which occurred before the procedure. Abnormal bleeding, heavy bleeding, extreme cramping, etc.